Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states he received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No scrolling number anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.